Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis therapy. The technical service representative (tsr) explained the alarm and had the patient cycle the power to clear the alarm. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported event. The tsr instructed to close clamps and end the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.